Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy/pregnancy (ectopic)"), uterine perforation ("perforation (uterus)"), device breakage ("fragments of left essure coil present in right tube and uterine cornua"), device expulsion ("migration/ malposition of essure device location of device: uterus/ failure to occlude (close) fallopian tube(s)") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's past medical history included ectopic pregnancy. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines/ headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with uterine pain and device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2011, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with abdominal pain, malaise and back pain. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and vulvovaginal pain ("vaginal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (left salpingectomy/bilateral salpingectomy and excision of essure from the body of the uterus) and surgery (ablation;). Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy with contraceptive device, device breakage, device expulsion, female sexual dysfunction, migraine, dysmenorrhoea, fatigue and vulvovaginal pain outcome was unknown and the genital haemorrhage was resolving. The reporter considered device breakage, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital haemorrhage, migraine, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: second pregnancy case (first pregnancy case (B)(6)) date(s) of removal: (B)(6) 2011; (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2011: positive for pregnancy test. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. New reporters added. Plaintiff¿s demographics, historical condition, historical drug, concomitant disease and concomitant medication added. Essure start date updated, indication and lot number added. New events event- pregnancy updated with pregnancy (ectopic).new events- abnormal bleeding (general), apareunia (inability to have sexual intercourse); migration/ malposition of essure device location of device: uterus/ failure to occlude (close) fallopian tube(s); migraines/ headaches, dysmenorrhea (cramping), fatigue, perforation (uterus) with uterine pain, essure confirmation test(s) not conducted, vaginal pain, device breakage were added. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy/pregnancy (ectopic)"), uterine perforation ("perforation (uterus) / migration/ malposition of essure device location of device: uterus/ failure to occlude (close) fallopian tube(s)"), device breakage ("fragments of left essure coilpresent in right tube and uterine cornua") and genital haemorrhage ("abnormal bleeding (general)") in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted" and device ineffective "device ineffective". The patient's past medical history included ectopic pregnancy, recurrent uti, headache, sexually transmitted disease, vaginitis chlamydial, cervicitis and hyperemesis. Concurrent conditions included swelling of legs. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and headache ("headaches"). On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with malaise, pelvic pain, uterine pain and back pain and nausea ("nausea"). On (B)(6) 2011, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and vulvovaginal pain ("vaginal pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with vicodin (hydrocodone w/acetaminophen), surgery (left salpingectomy/bilateral salpingectomy and excision of essure from the body of the uterus), surgery (left salpingectomy/bilateral salpingectomy and excision of essure from the body of the uterus) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy with contraceptive device, device breakage, female sexual dysfunction, migraine, dysmenorrhoea, fatigue, vulvovaginal pain, headache and nausea outcome was unknown and the genital haemorrhage was resolving. The reporter considered device breakage, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, nausea, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: second pregnancy case (first pregnancy case 2017-193650) date(s) of removal: (B)(6) 2011; (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2011: positive for pregnancy test on (B)(6) 2011, trans abdominal and endovaginal obstruction ultrasound impression: small amount of fluid in the portion of the endometrial canal toward the fundus without the adequate shape of gestational sac. On (B)(6) 2012, radiology result: x-ray impression: approximately 2 mm piece of coil in the mid pelvis just inferior to the trocar. Supine exam at 15: 30 hours shows an approximately 2 mm piece of coil in the mid pelvis just inferior to the trocar. There are no other unexpected radio dense foreign bodies. There are towel clamps and wires external to the patient over the left lower abdomen. The bowel gas pattern is non constructive. Concerning the injuries reported in this case, the following one were reported via medical record confirming events perforating uterus and ectopic pregnancy quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-aug-2018: per plaintiff fact sheet following events: headache and nausea was added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy/pregnancy (ectopic)"), uterine perforation ("perforation (uterus)"), device breakage ("fragments of left essure coilpresent in right tube and uterine cornua"), device expulsion ("migration/ malposition of essure device location of device: uterus/ failure to occlude (close) fallopian tube(s)") and genital haemorrhage ("abnormal bleeding (general)") in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's past medical history included ectopic pregnancy, recurrent uti, headache, sexually transmitted disease, vaginitis chlamydial, cervicitis and hyperemesis. Concurrent conditions included swelling of legs. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines/ headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with uterine pain and device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2011, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with abdominal pain, malaise and back pain. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and vulvovaginal pain ("vaginal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (left salpingectomy/bilateral salpingectomy and excision of essure from the body of the uterus), surgery (left salpingectomy/bilateral salpingectomy and excision of essure from the body of the uterus), surgery (left salpingectomy/bilateral salpingectomy and excision of essure from the body of the uterus) and surgery (ablation;). Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy with contraceptive device, device breakage, device expulsion, female sexual dysfunction, migraine, dysmenorrhoea, fatigue and vulvovaginal pain outcome was unknown and the genital haemorrhage was resolving. The reporter considered device breakage, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital haemorrhage, migraine, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: second pregnancy case (first pregnancy (B)(4)) date(s) of removal: (B)(6) 2011; (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2011: positive for pregnancy test on (B)(6) 2011, transabdominal and endovaginal obstruction ultrasound impression: small amount of fluid in the portion of the endometrial canal toward the fundus without the adequate shape of gestational sac. On (B)(6) 2012, radiology result: x-ray impression: approximately 2 mm piece of coil in the mid pelvis just inferior to the trocar. Supine exam at 1530 hours shows an approximately 2 mm piece of coil in the mid pelvis just inferior to the trocar. There are no other unexpected radio dense foreign bodies. There are towel clamps and wires external to the patient over the left lower abdomen. The bowel gas pattern is nonconstructive. Concerning the injuries reported in this case, the following one were reported via medical record confirming events perforating uterus and ectopic pregnancy quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jul-2018: quality safety evaluation of ptc. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.